Event description:
It was reported that patient experienced hyperglycemia and was treated with correction via multiple daily injections on (b)(6)2026.

Manufacturer narrative:
Initial 2 of 4Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates (b)(4)(IC Retrospective Complaint Review) and (b)(4)(IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchangedBased on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.